Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 31-jan-2023. The adverse event associated with this report occurred on (B)(6) 2023, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc device. The customer reported an unspecified low sensor reading with loss of consciousness. The customer was treated with "sugar liquids" and glucose paste by a healthcare professional for diagnosis of hypoglycemia. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.